Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the battery had corrosion. A field service engineer replace battery to resolve. Powered on to test the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the unit had a corrosive buildup on the internal battery which was noticed after completion of a scheduled docking board replacement for upcoming 1.7 software update. There were no adverse events or injuries reported based on this event.